Event description:
It was reported that a patient underwent a rotator cuff procedure on (B)(6) 2012 and suture was used. Approximately one month later, she felt painful, hard knot like protrusions in her shoulder which decreased her range of motion. An xray was done to rule out a bone spur. A bone spur was ruled out but the patient states that it is a suture knot causing the pain. The patient was offered physical therapy and pain medication. A cortisone injection was given on (B)(6) 2012 but her symptoms have not subsided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.